Event description:
Pt recently purchased "equate lubricating and rewetting" eye drops. They used them and their eyes started burning badly, and watering uncontrollably. Pt immediately took contacts out because of the severe pain. Pt thought they may have dirt under the lenses. Their eyes burned, and watered for hours afterward. Pt used the drops again the next day, and again, experienced the above mentioned reaction. At the time, pt did not think that the drops were the cause obviously. Pt thought they may have small scratches/irritation form the contact lenses. Pt used the drops again this morning, needless to say, pt experienced the same reactions. But this time pt had extreme sensitivity to light, and a headache. Pt could not get eyes to stop blinking/watering/burning. This lasted for four hours today. Pt was close to going to the emergency room. When pt's spouse came home from work tonight, they told pt that their eyes were ultra sensitive to the light, were watering like crazy, and were painful since this morning - right after they used the drops. Pt finally put 2 and 2 together. Pt called company's "800" number and explained their and their spouses reactions to their product. The gentleman on the phone said he would have someone get back to them "early next week." Pt told him that they considered this an emergency because if, in fact, there was something wrong with their eye drops, they should be taken off the shelf immediately to prevent this from happening to someone else, especially a child. He said, "someone will get back to me as soon as possible." That was three hours ago. Pt then called poison control. They told pt to rinse their eyes under warm water for 15 minutes. Pt's spouse went to the store to get eye rinsing cups. When they get back they will both rinse eyes. Poison control told pt to contact the FDA.